Event description:
A balloon ruptured following multiple inflations at/or above its rated burst pressure during an arteriovenous hemodialysis fistula graft dilatation. Following balloon rupture, a great deal of resitance was encountered during withdrawal of the balloon catheter through vascular graft. Continual exertion resulted in detachment of the balloon material in the pt. The balloon material was not retrieved. The pt underwent a surgical procedure for a new av fistula graft and was reportedly fine. The device has not been rec'd. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenoisi (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was also indicated a great deal contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "the rated burst pressure should not be exceeded inflation in excess of rated burst pressure may cause the balloon to rupture. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter introducer sheath or vessel">

Manufacturer narrative:
A portion of the device was received, evaluated and retained by this MFR. The engineering evaluation indicated 7mm of balloon material remained at the proximal end of the shaft. A 1mm tear was found in the remaining balloon material. The distal bond was detached from the shaft. Small scratches were noted on the remaining balloon material. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. It was also indicated a great deal of resistance was encountered upon removal as well as the balloon was inflated at/or beyond its rated burst pressure. Co believes the above factors may have contributed to this event.